Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert (lia). Analyst commented, beginning (B)(6) 2015, 52 ventricular sic; high rate-non sustained episodes with evidence of lead noise oversensing. Right ventricular (rv) lia warning occurred on (B)(6) 2015 for 2 or more high rate-non sustained episodes and sic greater than or equal to 30 in 3 days. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that during follow up visit a lead integrity alert was observed. It was also reported that the right ventricular (rv) lead exhibited noise on the rv channel. Subsequently, the rv lead was explanted. No patient complications have been reported as a result of this event.